Manufacturer narrative:
Batch review performed on 28 november 2019. Lot 1901886: 50 items manufactured and released on 17-jun-2019. Expiration date: 2024-06-04. No anomalies found related to the problem. To date, 32 items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0313fr tibial insert fixed sphere flex size 3/13 mm r (k140826) lot. 175256. Batch review performed on 28 november 2019. Lot 175256: 30 items manufactured and released on 15-dec-2017. Expiration date: 2022-11-26. No anomalies found related to the problem. To date, 10 items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot. 1902703. Batch review performed on 28 november 2019. Lot 1902703: 53 items manufactured and released on 10-jul-2019. Expiration date: 2024-07-01. No anomalies found related to the problem. To date, 41 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager. Early infection in cemented tka, few weeks after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
Revision surgery performed, one month after primary surgery, due to infection. All components have been successfully revised.